Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "the implant was leaking at the fill valve". Healthcare professional then reported "defect in valve plug grap attachment that was leaking". This record is for the left side. Device status is unknown.